Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No pump error 81 or pump error 82 noted during test. Verified in the pump history download the pump alarmed pump error 81 on (B)(6) 2024 10:49:14.000 and pump alarmed pump error 82 on (B)(6) 2024 10:49:14.000 due to corroded battery tube. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, stained serial number label, cracked keypad overlay, corroded battery tube, corroded motor home switch. The p-cap/reservoir does lock properly. No pump error 81 alarm or pump error 82 alarm noted during test. However, the pump history download confirmed the pump alarmed pump error 81 and pump error 82 due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 81-the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was and pump error 82-the hrm task did not grant motor power in reasonable time. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported receiving a pump error 82 two times and 81 one time. Customer was able to clear the error and pump passed displacement test and self-test. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.